Manufacturer narrative:
Selenia dimensions: shaking during the tomo sweep. On (B)(6) 2024, it was reported that the system was shaking during the tomo sweep. The fe was dispatched to the customer site and determined the vertical travel assembly (vta) bolts needed loctite. The fe removed the vta bolts, applied loctite and then tightened the bolts. No patient or user injuries were reported. The vta bolts were not replaced, therefore no part was returned. The vta bolts were on the system for 2,052 days at the time of the complaint. The cause of the system shaking was due to the loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for 81006121571 was performed and four complaints related to loose vta bolts were found. On (B)(6) 2024, vta shaking was reported. The fe was dispatched to the customer site, applied loctite to the vta bolts and retightened them. On (B)(6) 2024, the customer reported that the system was jerking during the tomo sweep. The fe returned to the customer site and tightened the vta bolts. On (B)(6) 2024, it was reported that the system was jolting during the tomo sweep. The fe returned to the customer site and replaced the vta bolts to resolve the issue. The issue has not recurred since the bolts were replaced. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There was one discrepancy noted in the DHR. Per the discrepancy, the system was chugging during c-arm rotation in both directions. The worm gear was adjusted and the system retested without issues. System product code: sdm-00001-3d, serial number: (B)(6), manufacture date: 06-20-2012, system installation date: (B)(6) 2019, unique device identifier (UDI): (B)(4).

Event description:
It was reported that during a selenia dimensions procedure on (B)(6) 2024, the technician reported that the machine was badly shaking during tomo sweep. No patient or staff injury reported and no uncommanded motion observed. A field engineer examined the equipment and it was observed that bolts from the vta assembly were loose. Each screw was removed and added loctite to the threads and reinstalled. Tested the equipment the next day and it met the manufacturer´s specifications. No other information available.